Event description:
A customer reported observing biased potassium results for multiple pt samples. Biased results of this magnitude may result in inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: pt samples were retested with an alternate cartridge of potassium slides and no biased results were obtained. A precision test was performed and yielded acceptable performance, indicating the system was performing as intended. The root cause of this event is unk.